Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test or verify charge or battery lasts less than expected anomaly due to blank display.

Event description:
The customer reported via phone call that they received a low battery alert. The customer¿s blood glucose level was 204 mg/dl. The customer also reported that the low battery alert did not last more than 1 week. The customer was assisted with troubleshooting. The device will be returned for analysis.